Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number (B)(4) is now being used for MFR report number, replacing registration number (B)(4).

Event description:
It was reported that the needle detached while in use. It is unknown if there were any adverse health outcomes as further information is not available. See MFR: 3012307300-2016-00009, 3012307300-2016-00097, 3012307300-2016-00098.